Event description:
A malfunction alarm identified as malf 6 was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided instructions for resetting the pump, which the customer successfully followed, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again.